Event description:
During generator replacement surgery on (B)(6) 2015, the lead was reported to have possibly been compromised during the surgery and was replaced, both the explanted generator and lead were returned for analysis due to battery depletion and lead discontinuity. Analysis is pending but has not been completed yet.

Event description:
Product analysis confirmed normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.